Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation from the drg system. In addition, diagnostic testing revealed one of the patient's leads reflected high impedance values. As such, the patient underwent surgical intervention wherein the physician decided to explant and replace the patient's l4 lead. Reportedly, effective therapy resumed following the procedure and the issue is resolved.